Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings:on investigation, the alleged damaged display issue was verified. Scratches were observed on the display lens. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim with pinkish contrast and the battery compartment was cracked below the grip pad.